Event description:
The results of a retrospective, (B)(6) of 86 pts between the ages of 18 and 80 years, were reviewed. Between 1/2004 to 5/2007, the pts underwent single-level tlif procedures using rhbmp-2 for the treatment of a degenerative condition. The difference in complications observed with the use of iliac crest autograft compared with rhbmp-2 was assessed. This pt, who presented with increased low back pain, developed vertebral osteolysis diagnosed by CT scan between 1 month and 5 months after surgery. The pt was eventually diagnosed with osteomyelitis and required revision anterior/posterior debridement and reconstruction as well as long-term intravenous antibiotics.

Manufacturer narrative:
(B)(4). Literature citation: rihn, et al. Complications associated with single-level transforaminal lumbar interbody fusion. The spine journal. 2009; 9: 623629. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.